Event description:
A report received from the USA stated the device does not function. Device was used in neuro surgery. No patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).